Manufacturer narrative:
This is a duplicate report of 1818910-2012-19258. 1818910-2014-32633 will be rejected. 1818910-2012-19258 will be kept for investigation purposes.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).